Manufacturer narrative:
H.6. Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. H3 other text : see section h.10.

Event description:
It was reported that during use of the scalp 25g the has a defective needle tip. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: needle of the scalp with defect in the tip.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the scalp 25g the has a defective needle tip. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: needle of the scalp with defect in the tip.